Event description:
The dr implanted spva, (B)(4) on (B)(6). The initial setting was 70. After a week of observation, however, the pt condition did not improve. He then changed the valve setting to 30. Since the condition still did not improve, he checked the valve and catheters under x-ray but both of the catheters looked fine. Spinal drainage was performed on (B)(6) to treat hypodrainage. After 4 days of observation, the shunt system was judged to be defective and extracted on (B)(6), being replaced with another co's valve. He would like to know if the valve is occluded and also the root cause of this event.